Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump kept alarming battery out limit. The customer changed the battery, but the anomaly persisted. The customer's blood glucose was 300 mg/dl. The customer stated that they got up in the middle of the night to eat something and did not take insulin, but treated with manual injection. The customer's blood glucose was over 400 mg/dl. The customer took another manual injection. The customer declined troubleshooting for the high blood glucose. The customer was advised that the battery out limit alarm after a battery change was a normal behavior for the insulin pump. The customer was advised to monitor the insulin pump. Nothing further was reported.